Event description:
The pt reported that he was hospitalized overnight for diabetic ketoacidosis which was treated by flushing and fluids." The hospital measured his blood glucose at 500 mg/dl, but he reported his pdm bg meter read 305 mg/dl. He reported that his hcp stated that they feel like the meter is not working.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported malfunction was not confirmed. No defect or deficiency was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "severe dehydration and excessive water loss may cause false low results. If you believe you are suffering from severe dehydration, consult your healthcare provider immediately," and, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 - 6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops," and, "you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think the results are not accurate of if your test results are not consistent with how you feel."